Event description:
It was reported that previous artificial urinary sphincter removed due to fluid loss. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted.